Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. It should be noted that a design change was implemented to minimize the occurrence of this issue. Please note, the returned device was manufactured prior to the implementation of this change. In addition, the device locked out as intended but the orange indicator was not visible. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, the surgeon tried to clip a vessel. The first clip partially formed and did not close. The second clip jaws clamped shut but the clip formed correctly. The third clip severed the vessel. Another device was used to complete the procedure. As a result of the difficulties encountered with this device, the procedure was prolonged 2 minutes. There were no adverse consequences for the patient.